Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed a hi-pot test. The cause for the failure was isolated to a shorted pulse wire in the cable that connects the distribution node to the front therapy electrode. The root cause for the shorted pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. Upon evaluation, the electrode belt failed a hi-pot test. The last patient to use this electrode belt did not report any deficiencies.